Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, an insulation breach was observed on right ventricular lead due to suspected lead to can abrasion. An exposed conductor was observed at the breach site. No electrical anomalies were observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.